Manufacturer narrative:
(B)(4). The clip ejected into the patient? Yes. How was the clip retrieved? Grasper. Did the retrieval of the clip alter the procedure or post op care of the patient? No at what firing did this occur? Third - 4th clip. Was there any torquing or twisting when firing the device? Minimal. Clipping omentum. Any unusual noises heard when firing the device? No. Has the surgeon used the device in the past? Yes. Was the clip fully advanced in the jaws of the device prior to firing? Yes. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed four clips as intended and it ejected ten clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, as the surgeon was using the clip applier to clip vessels along the greater curvature, one clip jammed in the jaw. The scrub tech pulled it out and the surgeon tried to reload the next clip in the jaw (inside the patient). The clip shot out of the jaw. As did the next clip. Case completed with another device of the same product code. There were no patient consequences.